Event description:
Per the clinic, the patient experienced a csf leak during initial implantation of the device on (B)(6) 2019. Subsequently, the patient was taken back to the or on (B)(6) 2019, in-order to repair the leak using a muscle plug, bone wax and an adjacent tissue transfer. The implant device remains inisitu.